Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a damaged to the black part at the distal end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The tip of ceramic insulation was broken and fell off was caused by a component failure of the sheath. This symptom occurs due to strength degradation and impact by the repeated use. The cause of the damage is likely deterioration over time. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.